Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1142 labeled internal file number -(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using three proglide devices with a 6f sheath after a peripheral angiogram diagnostic procedure. Prior to use, flushing of the proglide marker lumen was successful. Reportedly, no suture was present when the plunger of the first proglide device was removed. A second proglide device was attempted; however, a blood clot developed in the marker lumen resulting in no bleed back from the marker lumen. No suture was present when the plunger of the third proglide device was removed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.